Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's indicated phenomenon was not reproduced. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The system was replaced that caused 10-15 minutes of delay with patient under general anesthesia. The procedure was completed using a similar device. There were no reports of patient harm.

Event description:
The customer reported to olympus, the camera control unit experienced a system communication error e116 during an unspecified procedure. The error occurred while using a combination of otv-s400 and ch-s400-xz-eb. In the first case, recovery was achieved by turning the power back on, and the procedure was completed (please refer to (B)(6)). In the second case, the system did not recover even after turning the power back on, the procedure was completed using a similar device. There were no reports of patient harm. Related patient identifiers: (B)(6) (first procedure).

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.